Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation at a third-party service center the bipap a40, error codes were discovered in the log indicating that the cpu cannot communicate with the flow sensor using i2c bus and the cpu cannot communicate with the pressure sensor using spi bus. The device's circuit board will need to be replaced to address these inoperative error codes. Furthermore, the device was visually inspected and there is evidence of foam degradation. Additionally, the device was missing the accessory port cover. The evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repair was performed. The device will be scrapped as per customer request.